Event description:
The customer reported that the system alarmed out. The system was rebooted and the case continued without further interruption.

Manufacturer narrative:
(B)(4). This alarm caused the monoblock error. The ge service rep instructed the customer to monitor the system for further monoblock failures. If the monoblock continues to fail, replacement will be required. The system remains operational and in use by the customer.